Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported emergency department visit and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient was wearing a pod on the abdomen for approximately 5 to 24 hours when the patient awoke to find wetness on the skin, indicating insulin leaking during wear. Following this, the patient observed significantly elevated blood glucose levels, reaching 28 mmol/l (504 mg/dl). Recognizing symptoms consistent with hyperglycemia and possible progression toward diabetic ketoacidosis, the patient changed the pod and subsequently sought emergency medical attention. At the emergency department on (B)(6) 2026, the patient reported nausea and vomiting. Medical staff provided two bags of intravenous fluids and monitored the patient for approximately five hours. The pod was still being worn at the time medical care was sought. The diagnosis associated with the event was hyperglycemia. Following the event treatment was resumed.